Manufacturer narrative:
Corrected: b3, d4 lot # removed, d4 expiration date null corrected to na. Updated: b5, d8, h4, h6, h11. This report is being supplemented to provide additional information received from the customer and the completed device investigation. Based on the results of the investigation and because the subject device was not returned, the reported positive culture event could not be confirmed, and a root cause could not be determined, however, repeated contamination with skin organisms could indicate gaps in transport and storage related to the facilities hand hygiene and glove use. The event may be prevented by following the device IFU reprocessing instructions which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ additionally, a definitive root cause of the customer reported fecal matter inadvertently drawn into the scope could not be determined as the device was not returned for evaluation, however, based on the provided information, the aspiration of solid matter/thick fluid, the foreign material likely remained due to user handling of the device and likely deviated from the device IFU. The event can be prevented by following IFU operation manual states the preventive measure in 4.2 insertion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided the following culture results: sampling date: (B)(6) 2025, 10-100 cfu heavy growth of skin flora, (B)(6) 2025,10-100 cfu heavy growth of skin flora, (B)(6) 2025,10-100cfu heavy growth of skin flora, (B)(6) 2025, 10-100cfu cutaneous flora, (B)(6) 2025, <15 cfu light growth of skin flora, (B)(6) 2025, no growth. The customer additionally reported that some fecal matter was inadvertently drawn into the scope, causing an internal blockage. There was no patient or user harm reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.